Event description:
Patient's caregiver reported patient expired on (B)(6) 2026 while hospitalized. MDR filed due to reported patient death possibly while wearing the device. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.